Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found foreign debris and a scratch on the optic. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No additional similar complaint type events within associated lots were found. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 12.1mm vticmo12.1 implantable collamer lens, -13.50/1.50/002 (sphere/cylinder/axis) into the patient's left eye (os), the lens was torn while removing it from the vial. There was no patient contact. This occurred on (B)(6) 2020. An alternate lens was successfully implanted on the same date and the problem was resolved. The cause of the event is reported as unknown.